Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a major bleeding at the upper gastrointestinal tract. 4 units of packed red blood cells or more and less than 8 units was transfused in 24 hours. Endoscopic cauterization was also performed. The patient had a history or lesion or disease at the bleeding site that precipitated the onset of bleeding. The patient was discharged on (B)(6) 2025. On (B)(6) 2025, the patient was readmitted for gastrointestinal disorders due to strangulated ileus and was treated with laparoscopic partial small bowel resection. The patient was discharged (B)(6) 2025.